Manufacturer narrative:
During the procedure the image displayed on the monitors in the surgical room was not available. The harmony iq integration system required a restart subsequently causing a delay in the procedure. After the image was restored the patient procedure was completed successfully. No report of injury. A steris service technician inspected the harmony iq integration system and found the video signal to the monitors required re-routing. The technician tested the system and confirmed it to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their harmony iq integration system did not operate properly.